Event description:
On august 16, 2006, the lay-user/patient contacted lifescan alleging that his one touch ultra (otu) test strips were giving him inaccurate high results. The medical affairs specialist spoke to the patient on august 25, 2006, to obtain/verify information. On august 13, 2006, the patient went to bed with a reading of "280 mg/dl." Based on the reading, the patient took 3 units of prescribed sliding-scale "humalog" insulin. In the middle of the night, the patient woke up "sweating" and his mind was racing. The patient tested himself with two otu meters that he has. (Note: the patient owns and uses a total of 4 otu meters.) Both meters gave him readings of "190 mg/dl." Since he felt as though the readings were inaccurately high, he retested himself on one of the meters using a different bottle of test strips. This time, he got a result of "39 mg/dl." At that point, the patient drank punch and his wife called a doctor. While talking to his doctor, the patient's symptoms went away and he began to feel fine. He retested 30 minutes later and got a "126 mg/dl" using the new bottle of test strips. Later that same morning when he woke up, he tested himself with the test strips he alleged were giving inaccurate high results. He obtained readings of "458 and 470 mg/dl" using the same 2 meters. The patient tested a 3rd time with the new bottle of test strips and got a result of "270 mg/dl." Based on the "270 mg/dl" result, the patient took sliding-scale insulin. The patient was using a correct technique for testing with the reported meter. He was cleaning his puncture sites correctly. The patient's test strips, control solution, and one of his meters were replaced. This complaint is being reported due to the following conclusion: the patient had an elevated blood glucose reading using a specific bottle of test strips and then self-administered a prescribed dose of sliding-scale insulin. The patient developed symptoms that suggest hypoglycemia and drank a beverage to treat himself. Also, the patient reported blood glucose results of around "190 mg/dl" with two lifescan meters and "38 mg/dl" on one of the same meters using different test strips, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and /or <= 30 mg/dl.

Event description:
On (B)(6), 2006, the lay-user/patient contacted lifescan alleging that his one touch ultra (otu) test strips were giving him inaccurate high results. The medical affairs specialist spoke to the patient on (B)(6), 2006, to obtain/verify information. On (B)(6), 2006, the patient went to bed with a reading of "280 mg/dl." Based on the reading, the patient took 3 units of prescribed sliding-scale "humalog" insulin. In the middle of the night, the patient woke up "sweating" and his mind was racing. The patient tested himself with two otu meters that he has. (Note: the patient owns and uses a total of 4 otu meters.) Both meters gave him readings of "190 mg/dl." Since he felt as though the readings were inaccurately high, he retested himself on one of the meters using a different bottle of test strips. This time, he got a result of "39 mg/dl." At that point, the patient drank punch and his wife called a doctor. While talking to his doctor, the patient's symptoms went away and he began to feel fine. He retested 30 minutes later and got a "126 mg/dl" using the new bottle of test strips. Later that same morning when he woke up, he tested himself with the test strips he alleged were giving inaccurate high results. He obtained readings of "458 and 470 mg/dl" using the same 2 meters. The patient tested a 3rd time with the new bottle of test strips and got a result of "270 mg/dl." Based on the "270 mg/dl" result, the patient took sliding-scale insulin. The patient was using a correct technique for testing with the reported meter. He was cleaning his puncture sites correctly. The patient's test strips, control solution, and one of his meters were replaced. This complaint is being reported due to the following conclusion: the patient had an elevated blood glucose reading using a specific bottle of test strips and then self-administered a prescribed dose of sliding-scale insulin. The patient developed symptoms that suggest hypoglycemia and drank a beverage to treat himself. Also, the patient reported blood glucose results of around "190 mg/dl" with two lifescan meters and "38 mg/dl" on one of the same meters using different test strips, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and /or <= 30 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.